Manufacturer narrative:
The product was not returned for evaluation. DHR review was unable to be performed as the required information was not reported. The complaint was not confirmed. An investigation for cause was unable to be performed. If the product is returned for evaluation, the complaint will be reopened and the evaluation will be completed.

Event description:
A distributor reported that with the bc10pa monitor cable, the customer could not read the data permanently; there was data reading oscillation. The cable has been used 2 times before the case happened. They didn´t sterilize the cable; a drape was used.